Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: surgeon was hammering the transforaminal posterior atraumatic lumber cage system (peek implant) with the applicator knob and inner shaft and the inner shaft became detached from the outer shaft with the applicator knob on the end of the inner shaft shearing off. This happened on a second applicator knob also. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that there is no complaint on this part, the complaint is on the broken shaft. However, this part has played a certain role as it did act as power transmission between the hammer blows and the shaft. The relevant dimension can not be verified anymore as the broken fragments of the shaft are stuck in the applicator knob. Based on the damaged top surface this device was exposed to excessive loads, which finally can lead to a breakage of the shaft. Broken end piece of the shaft is stuck in the applicator knob. Top surface of the knob is strongly damaged due to often and forcible hammer blows. Product development event evaluation was conducted. The report indicates that a visual check was performed. The tips of the applicator inner shafts are broken and the broken parts are hold in the applicator knobs. The breakages are probably due to overloading and wear of the parts. Potential factors may be overloading of instrument. No design related issues were detected. Until november 2012 a total of (B)(4) implants have been sold and (B)(4) breakages of the applicator inner shaft have been reported. This gives an occurrence rate of (B)(4), which is below the occurrence rate defined in the risk management and therefore acceptable. Device was used for treatment, not diagnosis.